Event description:
It was reported that while grasping a calculus during a therapeutic ureteroscopy, the distal tip of the graspit broke off and remained in the ureter. While the physician was removing the piece of the device, the ureter was damaged. However, the procedure was completed successfully and the pt condition was good.